Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away due to an unknown cardiovascular issue. Two days prior to death, the patient was hospitalized for two other indications. It was not reported if the patient was connected to the homechoice at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.